Event description:
It was reproted that the clip appliers were used during a laparoscopic cholecystectomy procedure. The clips were not holding and the vessel needed to be re-clipped. During a post-operative ercp, bile leakage was noted.